Event description:
During an arthroscopic shoulder procedure, the physician used the quantum 2 surgery sys and an ambient super turbovac 90 arthrowand. Intra-operative, the quantum 2 stopped working and the screen went blank, consequently the wand stopped working as well. The procedure was completed; however, the details regarding the products and techniques used were unavailable. No pt complications were reported as a result of this event.

Manufacturer narrative:
Reference MFR's report(s): 3006524618-2012-00568.